Event description:
Generator analysis was completed and approved. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.056 volts, and the memory locations on the generator indicated that 17.781% of the battery had been consumed. Internal data was reviewed which noted that the device went from a high impedance value to a higher impedance value on 3/6/2020.

Manufacturer narrative:
A2 age at time of event, corrected data: follow-up report #1 inadvertently did not update the patient's age

Event description:
Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The reported ¿fracture of lead(s) / failure of device / no harm to patient¿ and ¿explanted / due to lead break¿ allegation was verified. A break was identified in one of the lead coils. Scanning electron microscopy images of the connector pin surface at the area where reddish-brown appearance was noted show appearance suggesting that pitting or electro-etching conditions have occurred on the connector pin. Scanning electron microscopy images of the broken coil ends and strands segments show that a stress-induce fracture (fatigue-due to rotational forces) has occurred on the coil. Also, secondary stress fissures were noted in the vicinity of the quadfilar coil broken strands and in one of the strand segments detached from the coil. The lead assembly had dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut ends of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Patient presented with high impedance and was referred to surgery and for x-rays. The x-ray image was received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin can be seen coming through the second connector block and appears to be fully inserted. The filter feedthru were confirmed to be intact, but there is a sharp angle seen on the bottom wire. Due to the zoomed in image only showing the generator and part of the lead in the chest, the placement of the strain relief and tie-downs being present could not be assessed. There was not a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No gross discontinuities were identified in the visible portion of the lead. However, there is a sharp angle noted in a portion of the lead body. Based on the x-rays received the cause of the high impedance could not be determined, it could be related to the sharp angle on the feedthrough wire or the sharp angle in the lead body but this cannot be confirmed. However, the presence of microfractures in the observed lead and discontinuities in the remaining lead sections cannot be ruled out. The patient underwent full revision surgery. The explanted products have been received but product analysis is still underway.